Manufacturer narrative:
The devices have been received and are awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00699 and 3007042319-2014-00700) submitted for devices related to the same event. Evaluation in progress.

Event description:
Approximately one year and three months post implantation, it was reported that the patient experienced multiple controller fault alarms. It was reported that the patient dropped his original primary controller off the side of the bed and the driveline became disconnected. The patient reported fumbling with the system in an attempt to reconnect the driveline before exchanging for the backup controller. He fumbled with this connection as well and the nurse arrived to assist the patient. The nurse noted a bent pin in the driveline connection on the backup controller and proceeded to use a pen to straighten the pin. The site was unsure of when the pin became bent; this controller had not been used before. The nurse was able to successfully connect the driveline and the pump restarted. After this event, backup controller was exchanged for a new controller as it was believed that the pin in the controller's driveline connector port may have been weakened. During this controller exchange, it was reported that a controller fault alarm occurred while patient was using new controller. The next day, it was reported that the patient experienced another controller fault alarm (while using new controller) when disconnecting a/c power and reconnecting a battery. It was reported that all connections appeared to be intact with no bent pins or marring of the driveline connector. During this exchange the pins on the driveline connector on the pump side were examined and were unremarkable. Driveline x-rays were obtained and looked "normal." The new controller was exchanged for another controller. There was no reported patient injury as a result of these events, the patient was asymptomatic throughout, and tolerated the controller exchanges without issues. Investigation is ongoing.